Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. Blood glucose levels were not adversely impacted as they did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and assisting in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future issues.